Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/extremely heavy periods') in an adult female patient who had essure (batch no. 89830-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery. Concurrent conditions included asthma, anxiety, polymenorrhoea, uterovaginal prolapse, endometriosis of uterus, polyp of corpus uteri, gastroesophageal reflux disease, morbid obesity, herpes virus infection, postoperative nausea, postoperative vomiting, nicotine dependence, cystocele, rectocele, colporrhaphy, uterine prolapse, endosalpingiosis and submucous leiomyoma of uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, anaemia and dyspareunia had resolved and the vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia and depression outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils were visualized from left ostia and three coils were noted to be coming from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/extremely heavy periods') in an adult female patient who had essure (batch no. 89830-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery. Concurrent conditions included asthma, anxiety, polymenorrhoea, uterovaginal prolapse, endometriosis of uterus, polyp of corpus uteri, gastroesophageal reflux disease, morbid obesity, herpes virus infection, postoperative nausea, postoperative vomiting, nicotine dependence, cystocele, rectocele, colporrhaphy, uterine prolapse, endosalpingiosis, submucous leiomyoma of uterus and depression. Concomitant products included bupropion hydrochloride (wellbutrin), fluticasone propionate;salmeterol xinafoate (advair) and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("anemia"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, anaemia and dyspareunia had resolved and the female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils were visualized from left ostia and three coils were noted to be coming from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Medical history added. Event : abnormal bleeding (vaginal), anxiety added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/extremely heavy periods') in an adult female patient who had essure (batch no. 89830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery. Concurrent conditions included asthma, anxiety, polymenorrhoea, vaginal prolapse, endometriosis of uterus, polyp of corpus uteri, gastroesophageal reflux disease, morbid obesity, herpes viral infection nos, postoperative nausea, postoperative vomiting, nicotine dependence, cystocele, rectocele, colporrhaphy, uterine prolapse, endosalpingiosis and submucous leiomyoma of uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, anaemia and dyspareunia had resolved and the vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia and depression outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils were visualized from left ostia and three coils were noted to be coming from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received. Reporter information were added and updated. Date of insertion and date of removal were added. This case becomes incident. Lot number was added. Medical history and concomitant drug were added. Events added menorrhagia/extremely heavy periods, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.